Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) noted blood on the stent implant, on the sheath, on the shaft and on handle, consistent with handling of the device. There was saline on and in the distal sheath, consistent with the device being prepared for use. Although not reported, the stent implant was partially deployed 1.4 cm over the tip. There was no damage noted to the stent implant. The distal sheath was in the distal position and not retracted. There was a bend in the shaft at the distal end of the strain relief tubing. There was no damage noted to the tip as reported. There was no other damage noted to the sess. The handle lock was in the locked position. After opening the handle, observed the rack was in the distal position and not retracted. There was no damage noted to the internal mechanisms. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. A conclusive cause for the premature deployment could not be determined; however, it may be possible that the tip was inadvertently grasped during removal of the tip mandrel causing the stent to partially deploy from the distal outer sheath. The tip mandrel was not returned, indicating that it had been removed. There was no damage to the tip as reported. The bend in the shaft at the distal end of the strain relief tubing was likely related to user handling during packaging the product for return to abbott vascular. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product deficiency. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.

Event description:
It was reported that when the device was opened and examined, the soft tip of the device looked splayed and open. The device was not used on the patient. Another absolute was able to be used for the procedure successfully. No additional information was provided. Returned device analysis revealed that the stent was partially deployed.